Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Physician informed diabetes care manager of the hospitalization. Customer reported the hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 419 mg/dl. Customer stated that he received a no delivery alarm and continued to go high. Diagnosed diabetes ketoacidosis. Hospital treated with insulin pump and insulin drip. Nothing further reported.